Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition.